Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Two possible lot numbers were provided by the customer and a device history records review was completed and documented that the lot numbers provided met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Lot 60883379 manufacturing date: 5/25/2017. Expiration date: 5/24/2019. Lot 60824792. Manufacturing date: 4/13/2017. Expiration date: 4/10/2019.

Event description:
It was reported that during use of a swan ganz catheter, the customer was unable to deflate the balloon despite removing the syringe to allow for passive deflation. There was no allegation of patient injury or compromise. Patient demographics are not available.

Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with a monoject 1.5cc limited volume syringe attached. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which was within specification for passive deflation. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve.¿ the balloon failed to deflate fully with the returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or the returned syringe. The customer report of "swan ganz could not deflate" was not confirmed, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.